Event description:
Customer reports the data from the analyzer cannot be used for the treatment; received a system message. No patient impact was reported and no further information was provided.

Manufacturer narrative:
Evaluation took place and information was given to the programming department. Root cause was identified as a software related. (B)(4).